Event description:
It was reported that the hand activation buttons did not work on disposable. No other info available about procedure. The problem was confirmed during troubleshooting with sales rep. No patient consequence reported.

Manufacturer narrative:
Date sent: 12/04/2007.